Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7xb bipolar tip wire (electrode) was bent. This was noticed upon opening the package; the device was outside of the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection determined that one of the electrodes was bent upwards. We are unable to conclusively determine where or when the electrode was bent; however, each bisector goes through a full inspection prior to distribution. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).